Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 30-apr-23. Medical event associated with this complaint case occurred on 29-jun-23 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor ended error message was reported with the adc device and customer was unable to obtain readings. As a result, customer had contact with a health-care professional (hcp) however no treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor ended error message was reported with the adc device and customer was unable to obtain readings. As a result, customer had contact with a health-care professional (hcp) however no treatment information was provided. There was no report of death or permanent impairment associated with this event.